Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that the device did not seal in the middle of the procedure. It is unknown if the device provided end tones or regrasp alarms during this time. The device did work fine prior to this issue and was also used to complete the case. There was no bleeding and no injury.

Manufacturer narrative:
(B)(4). Date of initial report : (B)(6) 2016. Date of follow-up report : 09/23/2016. The reported condition that the device would not seal was not confirmed. The device was activated on porcine kidney tissue with satisfactory results. All seal cycles were completed satisfactorily and end tones were heard indicating completed activation cycles. The investigation found the device to function normally and within specifications. Manufacturing non-conformances were reviewed. No entries pertinent to the customer's report were noted.